Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer¿s blood glucose was 23 mmol/l. It was reported that they can't seem to stop air bubbles from forming in his tubing. Performed troubleshooting and blood glucose was 19 mmol/l. It was reported that the air bubbles were occurring during bolus and even not bolusing. The insulin pump will not be returned for analysis.